Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the information provided for the investigation, the reported event was reproduced and the probably cause was most likely attributed to corrosion on the scope connector/breakage of the electronic board due to water leakage.. Based on the investigation results, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited a e217 error. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.